Event description:
Huntleigh healthcare was informed that an elderly hospice pt had fallen out of bed while using the tranquil care max mattress replacement system and an unspecified bed frame with side rails in the "up" position at the time of the incident. Subsequently, the pt had been taken to the hospital for evaluation of a "gash" on the cheek which required steri-strips to be applied to the site, then returned to the hospice facility.

Manufacturer narrative:
Huntleigh healthcare was informed by a healthcare professional from the facility that she believed that the side rails in use on the bed frame (specific frame type unk) at the time of the incident were not high enough with the tranquil care mattress inflated, which contributed to the pt falling off the mattress to the floor. The tranquil care mattress was discontinued after the incident and replaced with another mattress replacement system. Upon inspection and evaluation of the involved system by huntleigh healthcare, the tranquil care max mattress replacement system was found to be functioning properly within specifications. Huntleigh healthcare has attempted to obtain add'l details regarding this incident, but to date no add'l info has been provided by the facility. Should any add'l info become available, it will be forwarded promptly. This report is being submitted at this time as huntleigh healthcare was under the impression that this report had previously been submitted by the huntleigh healthcare corporate office in another country.